Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Hcp reported that despite reprogramming, the device was not effective so proceeded with botox injection of bladder. No further complications reported.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's device was not functioning and was turned off. Hcp was unsure if the patient was referring to the patient programmer or the ins but they indicated that it hadn't worked for quite a few years. No symptoms or further were reported.